Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that the coagulation button on the e-sep pencil did not function, there was not enough energy to the pencil to cut or coagulate. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device was discarded.

Event description:
It was reported that the coagulation button on the e-sep pencil did not function, there was not enough energy to the pencil to cut or coagulate. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.